Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, and needle holes were noted on the underside of the valve. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again no occlusion was noted. The valve was dried. The valve was reflux tested and failed the test. The valve was retested for programming and failed again. During the programming process the cam mechanism did not move. The valve was pressure tested at 30mmh2o and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. This appears to be the root cause of the device failure. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the device had been implanted for about 3 years. Since the condition of the patient with hydrocephalus was getting worse, the surgeon tried to change the pressure, but it could not be changed even under radiographic guidance. The contrast agent could not be used because the valve was turned over and it did not go through the valve. The revision surgery was conducted on (B)(6) 2014. (B)(4) was replaced to the same new product. Doi is not informed. Setting pressure for both original implantation and revision was unknown.